Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name "(B)(6)." H3: one device was received for analysis. Service history review identified that the device had not been in before for repair related to the customer stated problem. Visual and functional tests were performed. The customer¿s reported problem was duplicated through the event history log review as several overpressure alarms were displayed. However, the overpressure threshold could not be checked as no cassette could be detected due to the defective sensor. As a result, the downstream occlusion (dso) sensor must be exchanged.

Event description:
It was reported that the device exhibited an overpressure alarm. It was further reported that the device had a malfunction, needed to be checked and repaired. There was unknown patient involvement.